Manufacturer narrative:
Correction was made to this field upon review of the provided information. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. The catheter was returned and analysis found a kink in the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (10 mg/ml at 3 mg/day) via an implantable infusion pump. It was reported that during a pump replacement surgery the hcp was unable to aspirate the catheter. The pump segment of the catheter was removed and a new portion was implanted. There were no environmental/external/patient factors that may have led or contributed to the issue. It was noted that the explanted catheter section would be returned for analysis. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.